Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm for 5 seconds. The procedure was completed with another of the same device. No patient complications were reported.